Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer stated that when he loaded the infusion set, it sometimes free floated and stuck to the inside of the quick serter. This ruined the infusion set. The infusion set was sticking to the serter. The product was not returned. Nothing further to report.